Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient underwent an abrupt change in settings about four or five weeks prior to this report. The voltage completely changed. The patient needed to go from 3.7 v to 2.0 v. The neurologist wanted to do an MRI of the brain and they were wondering if it was due to a change in brain activity from a mini-stroke or seizure. The patient was scheduled to have an MRI (B)(6) of this report. No further complications were reported.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.